Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2010; 44 (2):127-134. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A journal article was received titled: radiographic and functional results of osteosynthesis using the proximal femoral nail antirotation (pfna) in the treatment of unstable intertrochanteric femoral fractures; sahin s., erturer e., ozturk I., toker s., seckin f., akman s.; acta orthopaedica et traumatologica turcica. (2010); 44 (2):127-134. Reportedly: late postoperative complication of lateral displacement of screws in five patients was reported. Displacement was less than 5mm in four patients and 15mm to the lateral in one patient. Device was reported as synthes product. This report is for a blade of the pfna system. This is 1 of 4 reports for the same event, complaint (B)(4).